Event description:
It was reported that the 2800 system had no image and table movement during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank, high voltage cable, controller board, power inverter, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.